Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive arm, sleeve drive arm, knob actuator, front cover, rear case, left iui, left iui seal, right iui, top disk holder, latch spring, small claw, upper housing, and force sensor. Based on the findings, service determined that the probable root cause of the reported issue was due to damage of the tube drive arm syringe. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 03jan2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. There was a sticky rod in the plunger head assembly. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. There was a sticky rod in the plunger head assembly. No additional information was provided. There was no patient involvement.